Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. Analysis of the recordings showed that the device performed as designed. The inaccuracy was likely due to an unbalanced survey of the lungs during the registration portion of the procedure. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The physician reported a system inaccuracy during a superdimension case. He attributes the patient's pneumothorax to the inaccuracy. The patient did not require intervention or hospitalization. If additional information pertinent to the incident is obtained a follow-up report will be submitted.